Event description:
The customer tested his blood glucose using 2 different contour meters and received readings of 363 and 128 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.